Event description:
It was reported that during a rotational atherectomy procedure, the 1.5 mm rotalink burr lodged in the lesion. The heavily calcified lesion was located in the left anterior descending (lad) coronary artery and appeared to be a cto (chronic total occlusion). The physician was able to cross the lesion with the rotalink burr and perform a polishing run. Following the polishing run, the rotalink burr became stuck in the distal vessel. The physician was able to finally remove the rotalink burr with a great deal of force. The patient was stented with two cypher stents. Patient status is listed as "akay."

Manufacturer narrative:
The catheter was discarded by the hospital, therefore no direct product analysis is available. The exact cause of the difficulties experienced during the procedure could not be determined. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined.